Event description:
It was reported during a ica tail aneurysm embolization the stent (subject device) could only advanced half way out of the catheter during deployment. The device was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during a ica tail aneurysm embolization the stent (subject device) could could only advanced half way out of the catheter during deployment. The device was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. D4 expiration date: added. D9 product available to stryker: updated. D9 returned to manufacturer on: pdated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was returned fully deployed (deployed by operator after procedure). The stent delivery wire was seen to be kinked and the stent was seen to be slightly deformed. The introducer sheath was returned intact. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed during device analysis, however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'not tortuous'. It was reported that operator they prepared to deploy a stent to assist. The flushing was normal and after delivering it through the microcatheter to deploy the half of the stent, the device could not be pushed any more. After several tries the stent could not be deployed completely so the operator withdrew the stent out of microcatheter. The stent was returned for analysis already deployed (by the physician on the table, after the procedure). The deployed stent was slightly damaged/deformed at the proximal (open cell) end. The stent delivery wire was also returned and was kinked/bent at the distal tip. The introducer sheath was returned and was intact. The as reported event of the stent partial deployment and friction as well as the as analyzed damage of the stent delivery wire kinked/bent. And stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.